Event description:
Patient became extubated when ett holder shuttle slid off the end of the track. While repositioning the patient. Patient required reintubation. There are no stop tabs at the end of the track to prevent shuttle from becoming disconnected from the unit.